Event description:
Pt undergoing av fistulogram on left forearm av fistula for a history of poor flow with increased recirculation on hemodialysis. Using a #21 needle, an 0.018 inch guidewire was advanced through the needle however it only advanced several centimeters and would advance no further. An attempt was made to remove the guidewire. The guidewire had high resistance to removal, the outer coil spring gradually became unwound and it appeared to be coming out in a satisfactory manner. The coil spring suddenly broke below the level of the pt's skin and there was a short retained fragment within the pt, approximately 2 cm in length. Ultrasound was used to further evaluate the av fistula. There was an echogenic wire visible adjacent to the vein in the mid cephalic vein, the more central portion of the wire appeared to be within the vein and freely mobile. Using ultrasound guidance, a snare was advanced to grab the wire and pull it out. The wire was successfully removed. It appeared that the coil had broken and there was some inner wire as well, extending to the tip of the 0.018 inch guidewire, its "floppy tip". Nitroglycerin intravenously was used to the area of spasm with significant relief.